Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 592 mg/dl. Cause was unknown. The customer declined to provide additional information regarding the issue.